Event description:
The patient was initially implanted with an afx bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 7.5 years post initial procedure a type 3b endoleak was identified. The physician elected to reline the original implanted devices with a gore (non- endolgix) stent to treat the reported event. The final patient status was reported as doing fine. Additional information received per clinical assessment indicating the patient presented emergently on (B)(6) 2021 with abdominal pain prior to re-intervention with a gore stent that same day. In addition, aaa growth (accompanying the type 3b endoleak) was reported by the complainant.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type iiib endoleak of the distal portion to the bifurcated stent graft is confirmed, however the aneurysm enlargement is unconfirmed. This is partially consistent with the reported adverse event/incident. The most likely causation for the reported event is device-related due to the use of strata material. No procedure-related harms were identified. The final patient status was reported as discharged on the second post operative day following a secondary endovascular procedure with a non-endologix product. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: b1 adverse event\product problem. B5 describe event or problem. G4 awareness date. H6 evaluation result codes; remove 3233. H6 evaluation conclusion codes; remove 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 7.5 years post initial procedure a type 3b endoleak was identified. The physician elected to reline the original implanted devices with a gore (non- endolgix) stent to treat the reported event. The final patient status was reported as doing fine.